Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 58-year-old patient was implanted on (B)(6) 2019 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2019 the patient presented with post operative seroma authenticated also on ultrasound images. On (B)(6) 2020 patient reported discomfort in the anterior lumpectomy from the biozorb implant. On (B)(6) 2022 patient complained of right breast pain in the lumpectomy area. Report mentions that a core biopsy showed fat necrosis. The lumpectomy scar on right allowed palpation of the biozorb implant. On (B)(6) 2023 patient presented with a scar on the right upper inner quadrant of the right breast with collapsed biozorb. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.